Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg ICD, implanted:(B)(6) 2010. (B)(4).

Event description:
It was reported that during a routine device upgrade procedure, the right ventricular lead was tested through the analyzer and had high pacing impedance and was not capturing in the bipolar pacing configuration; the lead was possibly fractured. The lead was reprogrammed to another pacing polarity and the issues resolved. The lead remains in use. No patient complications have been reported as a result of this event.